Event description:
It was reported that the device broke during the surgery, tip of broken drill fell into the patient's wound and was left in the patient.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was reported that a broken drill tip is retained in the patient. There are no radiographs or medical documents provided for review. The retained drill bit tip is comprised of 17-4 stainless steel material. Based on astm and iso standards, the drill bit material composition would fall into a standardized medical grade alloy and, although not approved for implantation, standardized alloys have not been determined to cause injury or harm when the duration of contact with tissues/blood/bone is short-term, however, the drill tip (fragment) is not intended as an implantable device. As the location of the fragment was not reported, the future impact to the patient cannot be determined, since it is unknown if micro-motion could occur. No further clinical assessment is warranted based on the limited details provided. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.